Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8332552, medical device expiration date: 2020-03-31, device manufacture date: 2018-11-28, medical device lot #: 9128519, medical device expiration date: 2020-09-30, device manufacture date: 2019-05-08, medical device lot #: 9162529, medical device expiration date: 2020-10-31, device manufacture date: 2019-06-11." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use there was poor separator movement with a bd vacutainer® barricor¿ lh plasma blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the separator does not migrate correctly.

Manufacturer narrative:
H.6 investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for separator not migrating with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to separator not migrating was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use there was poor separator movement with a bd vacutainer® barricor¿ lh plasma blood collection tubes. The following information was provided by the initial reporter, translated from french to english: the separator does not migrate correctly.